Manufacturer narrative:
Based on additional information received, the previously reported deivce code of (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that no actions/interventions were performed as no movement was appreciated on examination on (B)(6)2017. There were no further complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted to know if the device could migrate. The patient reported that they felt that the ins had moved closer towards the center of the patient's rear end. The patient had already left a message with their healthcare provider (hcp). There were no reported falls or trauma associated with this issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.